Event description:
Tech was doing an angio chest CT when the CT produced 2 errors. The errors stopped the scan after starting the injector. The first error was "rotating frame cannot comply, please retry". The second was the "system was not ready, please retry". The patient had to have contrast re-injected to complete the exam, an additional 50cc.the air compressor room temperature was not within their specs and they would not service the CT until the compressor room was within temperature specs.